Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced the sampling needle assembly and lubricated all the needle assembly guide rods. Fse ran patient samples; all results were within acceptable range and the error cleared. The g8 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were two (2) similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, message 710 z1-axis error. This error message is generated when there is operation error in z1-axis, i.e. An abnormality occurred in the up and down movement of the sampling needle. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The countermeasure is for the customer is to inspect z1-axis. Execute smp.reset. Also, if this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. In addition, message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp.reset. The most probable cause of the reported event was due to dirty guide rod.

Event description:
On (B)(6) 2018, customer reported getting messages 710 z1-axis error and 706 syringe l error while running whole blood primers on the g8 instrument. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.